Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral rupture, right side.

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra will not be able to provide a device analysis on this device due to the device not being returned. Upon review of the picture of the device provided by the health care provider, the device is indeed ruptured however no further analysis can be performed since the device was not returned. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.